Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly calcified mid left anterior descending artery. Two 2.50mm x 15mm nc emerge balloon catheters were used for dilatation. However, upon insertion, both devices were fractured prior to crossing the lesion. It was noted that the first device broke closer to the wire exit port and the other device broke closer to the hub. The devices were removed and no fragments left inside the patient's body. The procedure was completed with a 2.5x15 non-boston scientific stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in mildly calcified mid left anterior descending artery. Two 2.50mm x 15mm nc emerge balloon catheters were used for dilatation. However, upon insertion, both devices were fractured prior to crossing the lesion. It was noted that the first device broke closer to the wire exit port and the other device broke closer to the hub. The devices were removed and no fragments left inside the patient's body. The procedure was completed with a 2.5x15 non-boston scientific stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 30.8cm from the strain relief, the hypotube of the device was kinked. At 34cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. At 2.3cm, and 3cm distal from the separation, the hypotube was kinked. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the device had tip damage. Photo media depicted the sizing on the hub as well as a hypotube kink, and a hypotube separation just proximal to the kink. The kink and separation aligned with what was seen in analysis and confirmed the reported separation. Product analysis confirmed the reported break as there was separation to the device. The device also had unreported hypotube kinks and tip damage. Photo media aligned with the reported events and confirmed the reported separation.